Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. The patient's use of anticoagulation and antiplatelet therapy might have contributed to this complaint. Twenty-five months post implant, there was evidence to support a type ia endoleak. The secondary procedure was confirmed with evidence to support a persistent type ii endoleak from a right proximal and left distal aortic source. The stent migration could not be established due to the lack of an initial post-operative angiogram, but it was noted that the superior stent margin of the suprarenal cuff was observed just below the renal ostia. The patient was discharged home on the second post-operative day on antiplatelet and anticoagulation therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported issue could not definitely be identified although there was evidence of both a type I and type ii endoleak.

Event description:
It was reported that approximately 12 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified. The patient had a routine follow-up visit with a computed tomography scan which indicated the presence of an endoleak. The physician elected to implant another suprarenal aortic extension, which corrected the endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.